Manufacturer narrative:
A software analysis of returned files was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs and archives were reviewed and provided no indication that a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt accurate after registration, using the touch and go probe on anatomical landmarks (nose), but after navigating using the suction, the surgeon felt 2-3 mm anterior. The representative had the surgeon touch the nose quickly with the suction and it appeared to be on the skin, but lateral to the center of the bridge of the nose. The surgeon continued the case accounting the inaccuracy. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.